Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a upstream occlusion. Service evaluation verified the delayed keypad response. The cause was identified to be an upper ultrasonic sensor reading to be out of specification. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced upstream occlusion. No additional information is available.